Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. We were unable to review the product's lot history since the lot number was unavailable from your office.

Event description:
Dr. Reported that an abutment broke in function. Pt is reportedly fine.